Event description:
It was reported the patient fell asleep with a heating pad directly over the implantable neurostimulator site and woke up with two "water" blisters near the incision. Patient experienced nausea and cramping. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product typ: lead, product ID 435135, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product typ: lead. (B)(4).